Event description:
The prismaflex went in "malfunction communication error" after 24 hours of treatment. The prismaflex was rebooted by the nurse but it went into scale zero malfunction which lead to a "general system failure" alarm.